Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and after removing the catheter from the patient to change another catheter for mapping, the tip of the catheter (the surface of the catheter spring part) was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 17-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and after removing the catheter from the patient to change another catheter for mapping, the tip of the catheter (the surface of the catheter spring part) was found damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed a separation between pebax and the second electrode section. Water was also found inside the pebax. A dimensional test was performed on the outer diameter and the results were found within specifications. A manufacturing record evaluation was performed for the finished device number lot 31353219l and no internal action related to the complaint was found during the review. The pebax damage reported by the customer was confirmed since stress marks and a separation between the pebax and second electrode were observed. The root cause of the pebax condition could be related to the manufacturing process. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).